Event description:
The following was provided to davol by the patient's attorney: it was alleged that on (B)(6) 2005, the patient was implanted with a kugel hernia patch to repair a hernia. The attorney alleges that the patch was defective. Patient has sustained pain and suffering, loss of physical function, permanent and temporary physical injuries. On unspecified dates the patient has undergone medical treatment and will likely undergo further medical treatment and procedures.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.